Event description:
On 20th february 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, the anchor and suture broke during insertion. This was detected during use in a shoulder dislocation surgery on (B)(6) 2025. No fragments were left in the patient's body. The procedure was completed successfully by using another new ar-1934bcf-2. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2 sutr anch, bio-comp s-tak batch 15300810 was received for investigation. Functional testing was not conducted because the device arrived without an anchor or suture for evaluation. Visual evaluation found no damage on the returned molded handle and/or driver. After evaluating the customer's attached picture, it was observed that the anchor is out of the driver's tip. Due to the angle of the photograph, it is not possible to determine damage to the anchor. The most likely cause(s) of the reported failure are user error, including misalignment of the insertion and improper bone preparation.